Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation. It was found, that the user did not performed reprocessing, prior to sending the subject device to olympus. Consequently, the initially reported 'foreign material' failure is no longer valid as a potential adverse event (pae), because the presence of the foreign material was not a result of inadequate cleaning or poor reprocessing practices. But a result, of no reprocessing at all. The following is included in the instructions, for use (IFU): labeling: the suggested event is detectable and preventable, by handling device in accordance with the following IFU: IFU states, the detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventive measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material inside the channel tube. There were no reports of patient involvement.